Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Device evaluation could not be performed because the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. It was presumed that torsion exceeding the product's design limit might be continuously applied to the guide wire while its distal tip was being trapped by the lesion or narrowed vessel. The coil wire was assumed to be elongated along wire removal and eventually became separated due to tensile stress. However, causation could not be ascertain based on the obtained information. Reviewing of the manufacturing records found no indication of product deficiency. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] damage such as separation.

Event description:
It was reported that the distal part of an asahi guide wire broke, elongated, and eventually became separated during a percutaneous coronary intervention to treat an unspecified lesion. Retrieval device such as a snare was used to successfully remove the wire fragment from the anatomy. Although the procedure time prolonged due to retrieval of the wire fragment, no consequences were reported.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The subject device was returned and evaluation was performed. The returned guide wire had its coil wire elongated for approximately 60cm originating from the proximal mid solder which is designed to be at 70mm from the wire tip and its core wire fractured at approximately 65mm from the proximal mid solder. Microscopic observation found that the core wire was fractured at the distal solder of the inner coil wire. Proximal to the core wire fracture, coils were found disarranged due to accumulated torsion. The fracture end of the elongated coil wire was found smaller in diameter, suggesting the coil wire became fractured due to tensile stress. Measuring the length of the remaining core wire, it was concluded that approximately 7.5mm of the wire and the ball tip were missing and not returned. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit might be continuously applied to the guide wire while its tip was being trapped by the heavily tortuous, heavily calcified lesion. The coil wire was assumed to be elongated along wire removal and eventually became separated due to tensile stress.

Event description:
It was reported that the distal part of an asahi guide wire broke, elongated, and eventually became separated during a percutaneous coronary intervention to treat a heavily tortuous, heavily calcified 75-90% stenosis in the anterior interventricular branch of the left coronary artery. Retrieval device such as a snare was used to successfully remove the wire fragment from the anatomy. Although the procedure time prolonged due to retrieval of the wire fragment, no consequences were reported. The patient was discharged the day after procedure without periprocedural complication.